Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that there was loss of image.

Manufacturer narrative:
Alleged failure: e3 error signal. Shut off during the case. The failure alleged in the complaint record was not confirmed/duplicated during the product investigation. Root cause: no problem found. The probable root cause of the issue could be the ccu used along with the camera head. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Event description:
It was reported that there was loss of image.